Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie lid failed to open. Customer tried to recover the storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer connected customer, the main contact, and advised the pharmacy to resolve the cubie pocket issue, as this was the customer¿s responsibility unless they were unable to remove the cubie from the drawer; in this case, they were able to do so. The system functioned as intended after the customer resolved the issue.